Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified y-set could not be disconnected from the patient¿s transfer set. This was noted by the nurse after performing a continuous ambulatory peritoneal dialysis exchange on a patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection with the naked eye identified the female connector was separated from the main body causing a disconnection and a chip present on the female connector. The reported issue was verified. The cause of the condition was determined to be manufacturing related, caused by lack of solvent to the main body and female connector. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.